Event description:
The customer's spouse reported that customer passed away. The cause of the death was an automobile car accident. The customer was wearing the pump at the time of their death. The contact stated on the day of their passing, the pump showed two different alarms in the alarm history.